Event description:
The customer reported elevated initial troponin I (access accutni), creatine kinase-mb (ck-mb), and thyroid-stimulating hormone (tsh) results, for one patient, involving the unicel dxc 600i synchron access clinical system. The customer indicated preventative maintenance (pm) was performed on (B)(6) 2013 by the customer¿s biomedical engineer. On (B)(6) 2013, the customer began witnessing multiple calibration failures on carcinoembryonic antigen (cea) assay due to elevated percent coefficient of variation (%cv). The customer also observed bubbles in the probe tubing for probes #3, #5, and #7 which are the dispense probes and substrate probe, respectively. The customer¿s biomedical engineer serviced the instrument the second time and repaired the valves and lines (details were not supplied). The customer was then able to obtain passing calibrations and quality control (qc). No other issues were noted. The customer stated one patient obtained erroneously elevated troponin I and ck-mb results. An initial troponin I result of 1.07 ng/ml, above the acute myocardial infarction (ami) cutoff, was obtained. The sample was reanalyzed and recovered a lower result of <0.01 ng/ml. An initial ck-mb result of 27.4 ng/ml, above the normal reference range, and a lower retest result of 2.1 ng/ml were obtained. The erroneous troponin I and ck-mb results were released out of the laboratory. The patient was admitted to the emergency room (ER) where two alternate troponin methodology tests were performed and generated negative values. The patient was hospitalized on the date of the event, (B)(6) 2013, with chest pain and underwent a stress test. The patient was discharged on (B)(6) 2013. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. Amended reports were issued to the hospital. The instrument was returned to operation after service was completed by the customer¿s biomedical engineer.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue at the facility. In conclusion, a definitive cause of the event could not be determined with the available information. Beckman coulter continues to track and trend any incident related to this issue.